Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter as well as their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred on (B)(6) 2016. At this time the patient obtained a blood glucose reading of 2"57mg/dl" on the subject meter and a reading of "215mg/dl" on a "freestyle" device within 30 minutes. The patient informed the cca that they manage their diabetes with insulin pump therapy and denied making any changes to their usual diabetes management regimen due to the alleged inaccuracy. The patient stated that 4-5 hours after the alleged product issue occurred they developed the symptoms of "shaky and dizzy"; symptoms which were associated with hypoglycemia. In response to these symptoms, at 3am on (B)(6) 2016 the patient self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient's products were requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.